Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the pulse generator exhibited a connector anomaly. The device was no longer used and replaced. The patient was fine post procedure.